Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but had not taken place at the time of this report. It was also reported that, the patient was prescribed with oral antibiotics (specific date and duration not reported) due to pain.